Event description:
During surgical procedure, physician inserted the atraumatic grasping forceps. As he proceeded, he noted that the forcep had come apart. He was able to locate all three items and remove them from the abdomen. An x-ray was ordered to ensure nothing was left in the abdomen. The x-ray was negative.